Event description:
The service report shows that the audio alarm volume was too low at maximum volume. The customer support engineer verified the low volume, inspected the device and replaced the pulsed alarm assembly with a constant tone alarm. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.